Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on 2017-nov-14. It was reported that it was planned that the pump would be replaced. It was unknown what, if any, environmental/ external/patient might have led or contributed to the issue. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medication was being administered via a simple continuous dose rate as of (B)(6)2017: sufentanil with concentration 5,000 mcg/ml at a dose rate of 3,050.6 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-nov-27. Patient weight was provided. It was noted that the weight was not exact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2017-nov-07 regarding a patient receiving sufentanil (dose and concentration unknown) via an implanted infusion pump. The patient reportedly thought the concentration was 5000 and the dose was "two 3 hundreds," but was not sure and couldn't remember. The indication for use was spinal pain. It was reported that the patient's pump started alarming or beeping on (B)(6) 2017 when the patient got off a plane. When the patient got to his hotel, he heard the alarm going off. It was noted that the alarm was the critical alarm, and the sound was confirmed to have sounded like a european ambulance. The patient heard the alarm going off every hour. The patient thought the pump wasn't working as efficiently because he had a few episodes of the sweats and hot flashes since (B)(6) 2017, and he did not know if it was his nerves or the pump. It was noted that the patient was due for a pump refill on (B)(6) 2017, and was scheduled for (B)(6) 2017. The patient had reportedly contacted his healthcare provider, but was told they couldn't do anything for him as he was traveling for work and was 7 hours away. The patient was reportedly advised to go to the emergency room if he started to feel the effects of withdrawal. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). The pump status and/or event log reported motor stall occurred and stopped pump period may exceed tube set with multiple motor stalls and recoveries. It was detailed that the motor stalls and recoveries began on (B)(6) 2017 and continued intermittently until (B)(6) 2017. There was a stall on (B)(6) 2017 and then tube set that occurred on (B)(6) 2017. There was a motor stall recovery on (B)(6)2017 and followed by recovery and the pump continued to have intermittent stalls and recoveries, per the hcp. It was mentioned that the patient heard the alarm sounding last monday (B)(6) 2017. It was noted that the hcp just refilled the pump and requested information regarding what to do next. The hcp had to return to the case and was unable to discuss further. Another hcp then came on the line requesting listings for a surgeon. No symptoms were reported. The drug currently in the pump was not provided but the old drug was stated to be sufentanil at an unknown concentration and dose. It was acknowledged that the old drug was off-label. No further complications were reported or anticipated.